Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, no symptoms were reported but the patient stated they had food poisoning, experienced hyperglycemia, and that the sensor was given inaccurate readings. When a fingerstick was taken the blood glucose reading was 800 mg/dl, and the patient was admitted into the intensive care. There was no documentation of further medical intervention. No other details were reported and multiple attempts to contact the reporter for more information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.